Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous left unspecified forearm vessel. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres. On the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).